Event description:
It was reported that the user experienced hyperglycemia with a fingerstick blood glucose of 262 mg/dl while using an ilet system paired with a dexcom g6, during which the cgm connection was lost and multiple sensor errors occurred; the user was instructed to replace the sensor and contact the cgm manufacturer for replacement, and the event was categorized as cgm signal loss with troubleshooting and education completed. Symptoms included elevated blood glucose. Outcomes included temporary interruption of cgm functionality leading to reliance on fingerstick measurement. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed cgm signal loss with repeated sensor errors; responsible device for the signal loss was not identified. It was concluded that the event involved cgm signal loss associated with the dexcom g6 sensor while the ilet was in use, with no evidence of injury or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.